Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level wen as high as 489 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced diabetic ketoacidosis, high blood glucose levels and was admitted into the hospital. Customer woke up in the middle of the night with a dry mouth, delivered a manual bolus then woke up later with high blood glucose levels. Customer experienced vomiting, back pain and felt very sick. Customer was advised to change out their entire set, reservoir, insulin and treat per healthcare provider's instructions. Customer declined to further troubleshoot high blood glucose and advised they are fine now.